Event description:
Needle safety device failed to retract correctly. One report stated that when nurse was practicing to use the needle that the needle popped out and flew across the room. No patient or staff was harmed during these events. The type needle used was the needle was haiou retractable safety syringe manufactured by (B)(4). FDA safety report ID# (B)(4).